Manufacturer narrative:
Other text: additional information d10, h3, h6. Device evaluation: the pump was returned for investigation. A visual inspection of the pump found no damage. During functional testing, the unit was inflated and it was visually inspected for 10 seconds. There was no evidence of leakage. The reported failure was not confirmed. The root cause cannot be established. As preventive action, production personnel were notified by quality engineer as awareness of the defect reported by the customer. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: additional information d10, h3, h6. Device evaluation: the pump was returned for investigation. A visual inspection of the pump found no damage. During functional testing, the unit was inflated and it was visually inspected for 10 seconds. There was no evidence of leakage. The reported failure was not confirmed. The root cause cannot be established. As preventive action, production personnel were notified by quality engineer as awareness of the defect reported by the customer. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a smiths medical bivona tracheostomy tube was placed with a patient at the hospital. The reporter stated that they "need to refill the cuff more often than they used to." It was also reported the user wanted to wait to replace the tube until the patient's planned change out date and continued to refill the cuff with air. No adverse patient effects were reported.